Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate which irrigation did not work and angen rf generator which did not activate high flow when ablation was attempted. The irrigation tube connected to the qdot catheter was bent and the irrigation did not work, but the pump did not sound an alarm. In qmode, the power was set to 50w and ablation was started, but the power did not rise more than 5w, but the temperature rose to 50 degrees. When I checked the irrigation tube, the irrigation tube was bent. However, there was no alarm that the irrigation was not working. Additional information was received indicating the irrigation issue was found during the procedure while devices were in use on the patient, however, it was discovered immediately, so there was no problem to the patient. There was no alarm in the carto 3 system or the ngen rf generator.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 30-jul-2024, additional information was received indicating the power does not rise above 5w, and the tip temperature rises overall in bulls eye. There was not error and warning message but cut-off temperature was not exceeded. The system did not cut off because the temperature did not rise above the cut-off value. The generator parameters were set to temperature control mode, temperature cut off: 52 °c, power setting: 50w) with the correct catheter settings selected. The irrigation pump set up was in automatic mode and it was switching from low to high during ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # :(B)(4).